Event description:
It was reported that the latch lock flex was inoperable. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs related to the complaint in the past 12 months. Review of the event history log found no errors related to the customer complaint. The customer reported problem was confirmed through visual inspection as the latch was a little loose. Additionally, the downstream occlusion (dso) seal was degraded. The latch and dso seal were replaced. The device was also calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.